Event description:
It was reported that a right ventricular lead was removed using laser extraction. The other lead that had pulled back to the superior vena cava (svc) was removed using simple traction. The patient presented with pocket infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.